Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their implanted neurostimulator was charging so slow. Patient said it took over an hour to charge from 50% to 60%, 70%, 80%; patient said it was an hour per 10% increment even though excellent quality displayed the whole time. Patient mentioned they got a new recharger and controller recently, and things had been working fine since receiving their replacements until it "started having fits" 2 or 3 days ago. Patient also mentioned seeing system problem rm06 a little bit ago while charging. Agent had patient reset the controller and clean connections; confirmed no visible damage to controller battery compartment, port, nor recharger plug. Patient was able to start charging ins again with excellent quality; controller 80%, ins 90%. After a few minutes of charging, patient saw 'no device found,' then 'recharge terminated,' but was able to reconnect - patient said they didn't understand how the connection could be lost so easily. Patient was in a hurry to go to an MRI appointment. Agent advised patient monitor the issue and call back if it persists. Patient slightly contradicted how long they said charge was taking - at the end of the call, mentioned they take about 2 hours to charge the ins every time. No symptoms were reported.

Manufacturer narrative:
B3 event date is approximate. Month and year of event are confirmed to be correct. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they received the recharger but sometimes it was not in the right spot and not working good. Pt said it was taking forever to charge. Pt wanted to know how to place the recharger correctly. Reviewed. Also walked pt through passive recharge mode to find the best spot for recharger. Pt was able to get excellent recharge quality. Pt will monitor and follow up with hcp if needed.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6), product type: programmer, patient product ID m995402a001, serial#(B)(6); product ID 97755-s, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Caller called in repeated events that has already been reported. Caller stated that their equipment was not working and it's taking forever to charge their implant. Caller mentioned that they were already trying to charge for an hour and 10mins but the just went up from 40 to 60% with recharging excellent. Caller also added that for a couple minutes the controller shows that they need to plug the recharger even the recharger was already plugged in. The issue was not resolved. A request was sent to repair for recharger replacement.

Event description:
Additional information received that the issue was not resolved. Patient mentioned that charging takes forever and the implant only went up 20% last night but took 2 and a half hours on excellent. Patient noted that the recharger is fairly new and so is the controller; patient added the implant did not increase last night and this morning they were charging and it increased maybe 10% in a half hour on excellent. Patient stated they cannot get to 100% anymore and it doesn't do anything anymore; patient added the recharger replacement didn't do anything but the controller helped a little. Patient asked where to place the recharger. Patient reported some places on the paddle are ok and some don't work so good. Agent sent a request to repair to replace the battery pack.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient mentioned they can't get the passive recharge screen with the 3 numbers to charge their implant and they charge their implant once a day. Patient mentioned they sleep on their stomach instead of their back and they don't feel the stimulation now since they sleep on their stomach. Patient unlocked controller; controller showed 100% and implant 60%. Patient confirmed stimulation was on. Agent instructed patient to start a charge session; implant was recharging with excellent quality. Patient confirmed the recharging speed was at 4. Agent reviewed best implant charging practices, informed patient to monitor and call back if the issue persists.